Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, a patient death occurred. The patient presented with a myocardial infarction within 72 hours of the procedure. Using the femoral approach, the procedure treated the eccentric, 99% stenosed 3.0x28mm target lesion located in the moderately calcified and moderately tortuous left anterior descending artery. Pre-dilation was performed with a unspecified semi compliant balloon. Next, a 3.0x32mm promus element stent was advanced and deployed. Post dilation was performed. "The patient's lvef was 40% during the procedure and the patient was suffering by heart failure. After the case, the patient died suddenly and the doctor is suspecting that happened due to sudden heart failure and arrhythmia not related to the stent implant". Information has been requested and is not available.